Event description:
Hamilton medical ag received the following event description: "after the hospital staff finished using this c1, he switched the c1 off. However, when he switched the c1 on again, the screen display changed from japanese to english and all options were missing."

Manufacturer narrative:
Investigation is ongoing.